Event description:
It was reported that inflatable penile prosthesis (ipp) device would not inflate. Upon explant, a hole in the reservoir was identified, causing a fluid leak. Ipp was replaced with a tactra device per patient request. No patient complications related to device.